Manufacturer narrative:
Based on the information provided by the complainant, it was determined that the sub-optimal tissue processing reported by the complainant was derived from the "daily surgical protocol" comprising 110 cassettes, which started in retort b at 05:28am on (B)(6) 2017 and completed at 05:00am on (B)(6) 2017. The instrument logs show that a "biopsy 2hr" protocol comprising 43 cassettes was also started in retort a at 05:29am on (B)(6) 2017. This protocol completed at 05:00am on (B)(6) 2017. Investigation of this complaint found that the instrument operated within specification during execution of both the daily surgical protocol" started in retort b at 05:28am on (B)(6) 2017 from which sub-optimal tissue processing was reported by the complainant and the "biopsy 2hr" protocol comprising 43 cassettes was also started in retort a at 05:29am on (B)(6) 2017. The root cause of the sub-optimal tissue processing reported by the complainant was a use error, which occurred at 05:28am on (B)(6) 2017, and resulted in the use of a protocol of inappropriate duration for the size of the tissue samples being processed. Per information provided by the complainant, a two (2) hour protocol rather than an eight (8) hour protocol had been selected in error. This use error adversely impacted the quality of processing of the tissue in 30 of 110 cassettes as reported by the complainant. Section 8.2.1 of the leica peloris/peloris ll tissue processor user manual tabulates the recommended protocol duration for maximum tissue dimensions and different specimen types.

Event description:
Leica biosystems received a complaint that tissue in 30 of 110 cassettes from one (1) processing run was found to be "significantly under-processed". On (B)(6) 2017, leica biosystems received information from the complainant that internal investigation of the circumstances involved in this complaint suggested that: "...I may have switched the protocols on the retorts and run the biopsy run on the routine surgical and vice versa." The complainant subsequently reported to a leica field support specialist (fss) on (B)(6) 2017 that the use error previously postulated had occurred as follows: "I just checked the event log and it confirms that I switched the protocols". On 07 february 2017, leica biosystems received information that all cases involved in this were diagnosable following re-processing of the tissue samples exhibiting sub-optimal processing.